Event description:
On (B)(6) 2010, pt reported his infusion device alarmed an e4 (occlusion) error while bolusing 8 units of insulin, then he saw an a8 (bolus cancelled) alert. Reviewed causes of both alerts. Pt reported the infusion adapter has never been changed. Reviewed to change adapter after every 10th cartridge change. Had pt disconnect infusion tubing from infusion site; able to prime with no occlusion. Had pt remove infusion headset. Pt reported headset might be bent at a 45 degree angle. Pt stated it was positioned on his waist where he bends, sits, and may hit his desk. Pt reported he inserted a new headset higher up and on his side; able to successfully complete the bolus. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.